Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a foreign object on the nozzle, the adhesive around objective lens, the bending section cover, up/down knob, right/left knob and the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. For the events of foreign material in the nozzle, foreign material on the glue around objective lens and foreign material on the bending section cover: there was no physical damage at the place where the foreign material remained. For the event of foreign material on the insertion tube: there was a physical damage at the place where the foreign material remained. The events can be detected/prevented by following the instructions for use: instructions for use states that detection method in gastrointestinal videoscope, gif-lv1, colonovideoscope, cf-lv1l, cf-lv1i, operation manual chapter 3 preparation and inspection; instructions for use states that preventive measure in gastrointestinal videoscope, gif-lv1, colonovideoscope, cf-lv1l, cf-lv1i, reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.